Manufacturer narrative:
510(k) number: k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This is a follow up report. The lab evaluation for this device was completed on 21-aug-2020 however the investigation is still ongoing. Yesterday I got a phone call from a physician of cit_335. They had problems in 2 different procedures with the product: echo-hd-22-ebus-p-c, lot: c1732017 (both needles of the same lot). One needle broke at the level of the cutting bevel, for the other one they are still investigating what happen precisely and I will collect information as soon as possible. They kept the products for analysis and I will collect them on monday, they still have 18 needles of the same lot and they are asking to replace them all. I would ask to send them now 20 new needles, paying attention they have a different lot number as they think that lot has a defect, please let me know when we can send them the needles as they have procedures scheduled next week. All the 20 needles (2 used and 18 unopened) will be sent back for analysis. My manager in cc for approval of substitution. "As per complaint form": the physician wanted to perform a ebus procedure to puncture station 7. Due to the event of the prior day (complaint: (B)(4) emdr ref#: 3001845648-2020-00518) they checked carefully the tip of the needle and it was normal. The bronco scope wasn't angled and he had no problem in doing the first biopsy. The nurses collected the sample as usual. Thee physician tried to do a second passage but didn't manage to puncture with the needle, he removed the needle and noticed that the tip was very angled at the level of the cutting bevel. They tried to fix it manually but the tip immediately broke. They completed the exam using a echo-hd-22-ebus-p. After this second event the physician prefers not to use the others 18 needles of the same lot and send them back unopened for analysis.

Manufacturer narrative:
510(k) number: k160229. Device evaluation: 1 unit of lot c1732017 of echo-hd-22-ebus-p-c was returned opened not in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4) (ref # emdr 3001845648-2020-00518). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 21 august 2020. The needle was found to be broken distally in 2 places. The needle tip was observed to be bent. The stylet appeared to be shorter than the needle. Clarification was requested as follows; ¿1. During the lab evaluation the distal end of the needle was observed to be broken in 2 places. The different needle parts were placed along a ruler to check its total length against the specification. It also appeared during the evaluation that the stylet was shorter than the needle when placed against the needle parts on the ruler and looked broken. Can you please check where the broken piece of the stylet is and if it was recovered?¿. ¿2. Also in the complaint description it is stated that they tried to carry out a 2nd puncture but didn¿t manage to puncture with the needle and removed it where they noticed that the tip was very angled at the level of the cutting bevel. They tried to fix it manually but the tip immediately broke. As we received back 2 broken parts of the distal end of the needle. Am I correct in assuming that when the tip broke it broke in 2 pieces¿. Reply was received as follows; ¿1. The physician did not mention the stylet, they did not see it nor collect any missing part¿. ¿2. The distal tip broke, the other part of the needle has been cut by physician as it was very angled¿. Further clarification was requested as follows; ¿the needle which was returned broke distally in 2 places. The complaint description states that ¿they noticed that the tip was very angled at the level of the cutting bevel. They tried to fix it manually but the tip immediately broke¿. This would indicate that this break was at point a. It is indicated in the mail below that the physician cut the other part of the needle as it was very angled. Am I then correct in assuming that the break at point b was also angled as well as the break at point a and this is why the physician cut the needle at that point?¿ reply was received as follows; ¿the physician confirmed that in point b they cut the needle in order to remove the needle itself from the scope without damaging it¿. Clarification from cirl engineering was requested as follows; ¿what is the spec on the stylet should be¿ reply was received as follows; ¿we don¿t have a stylet length specification; our vendor are required to assemble the stylet and needle together and distally position the stylet in relation to the needle tip. From looking at the complaint images it appears that the needle fractured and is likely that the stylet also broke distally which would be the reason for the stylet looking shorter than the needle¿. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1732017 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1732017. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for (ifu0110-6). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle potentially getting caught/damaged on the elevator of the scope. This could have led to the needle tip getting bent/deformed and the needle and stylet kinking distally which in turn resulted in the needle tip and stylet breaking when it was tried to be fixed manually. The 2nd needle breakage resulted from the needle being cut in order to remove it from the scope without damaging it. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
***This is a final report. The investigation was completed on 05-oct-2020 and the results and conclusions are outlined in section h of this report*** yesterday I got a phone call from a physician of (B)(6). They had problems in 2 different procedures with the product echo-hd-22-ebus-p-c, lot c1732017 (both needles of the same lot). One needle broke at the level of the cutting bevel, for the other one they are still investigating what happen precisely and I will collect information as soon as possible. They kept the products for analysis and I will collect them on monday, they still have 18 needles of the same lot and they are asking to replace them all. I would ask to send them now (B)(4) new needles, paying attention they have a different lot number as they think that lot has a defect, please let me know when we can send them the needles as they have procedures scheduled next week. All the (B)(4) will be sent back for analysis. My manager in cc for approval of substitution. "As per complaint form": the physician wanted to perform a ebus procedure to puncture station 7. Due to the event of the prior day (complain (B)(4) emdr ref # 3001845648-2020-00518) they checked carefully the tip of the needle and it was normal. The bronco scope wasn't angled and he had no problem in doing the first biopsy. The nurses collected the sample as usual. Thee physician tried to do a second passage but didn't manage to puncture with the needle, he removed the needle and noticed that the tip was very angled at the level of the cutting bevel. They tried to fix it manually but the tip immediately broke. They completed the exam using a echo-hd-22-ebus-p. After this second event the physician prefers not to use the others (B)(4) of the same lot and send them back unopened for analysis.

Manufacturer narrative:
510(k) number: k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Yesterday I got a phone call from a physician of cit_335. They had problems in 2 different procedures with the product echo-hd-22-ebus-p-c, lot c1732017 (both needles of the same lot). One needle broke at the level of the cutting bevel, for the other one they are still investigating what happen precisely and I will collect information as soon as possible. They kept the products for analysis and I will collect them on monday, they still have 18 needles of the same lot and they are asking to replace them all. I would ask to send them now 20 new needles, paying attention they have a different lot number as they think that lot has a defect, please let me know when we can send them the needles as they have procedures scheduled next week. All the 20 needles (2 used and 18 unopened) will be sent back for analysis my manager in cc for approval of substitution. "As per complaint form": the physician wanted to perform a ebus procedure to puncture station 7. Due to the event of the prior day (complain pr 305263) they checked carefully the tip of the needle and it was normal. The bronco scope wasn't angled and he had no problem in doing the first biopsy. The nurses collected the sample as usual. Thee physician tried to do a second passage but didn't manage to puncture with the needle, he removed the needle and noticed that the tip was very angled at the level of the cutting bevel. They tried to fix it manually but the tip immediately broke. They completed the exam using a echo-hd-22-ebus-p. After this second event the physician prefers not to use the others 18 needles of the same lot and send them back unopened for analysis.